Event description:
Md applied the fixator to treat a distal radius fracture. Approx 2 weeks after application it was noted that the ball joints were loose. The pt sustained a loss of fracture reduction. A second surgery was performed to realign the fracture and replace the fixator.